Manufacturer narrative:
Based on the current provided information, the root cause of the reported post-operative complication cannot be determined. There is no evidence or allegation that an isi device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation and the root cause of the customer alleged failure mode could not be determined. Should additional information become available, a supplemental MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to this reported complaint. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, the patient required re-operation due to a te failure of the right breast. The cause of this post-operative complication is unknown. From the available information provided, there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the reported thermal injury.

Event description:
It was reported as part of a clinical study that after undergoing a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient required re-operation for removal and reinsertion of another tissue expander (te) to the right breast due to te failure, which was found not to be holding air in the post anesthesia care unit (pacu) after the surgery. Therefore, the patient had a planned/scheduled removal surgery. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon confirmed the reported te failure to the right breast. The surgeon further indicated that the subject/patient also experienced a skin flap tissue injury allegedly due to a thermal injury, which reportedly ¿occurred on the contralateral side to the tissue expander failure.¿ the surgeon confirmed that there was no malfunction reported for the da vinci system, instrument, and/or accessory and that the te failure was not related to an isi device or product, because the te is a third-party device. It was further reported that during a plastic surgery follow up visit on 31-aug-2022, the overall recovery was noted to be going well. Tissue expansion was done (170 cc sterile saline left breast and 20 cc of sterile saline right breast). The subject was asked to return in two weeks for continued expansion. Furthermore, there are no concerns regarding long term complications related to this event.